Manufacturer narrative:
After doing the cavo tricuspid isthmus (cti) physician was placing the dilator and wire to go transseptal when resistance was noted. Sheath was removed and hole was noted. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during the pulse field ablation procedure faradrive steerable sheath clear was selected for use. After doing the cavo tricuspid isthmus (cti) physician was placing the dilator and wire to go transseptal when resistance was noted. Sheath was removed and hole was noted. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts were unable obtain the information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of a hole in the sheath. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed using most likely lot numbers that this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis it was indicated that the device was available for return, however the device has not been received; the image provided with the event does not provide objective evidence to confirm the allegations. Risk assessment: a risk review was completed using hazard analysis documents and confirmed that the events of difficult to advance catheter through sheath and tears/rips/holes/sep dev matrl were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the reported device is acceptable. Labeling review based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Investigation conclusion based on the available information, boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Event description:
It was reported that during the pulse field ablation procedure faradrive steerable sheath clear was selected for use. After doing the cavo tricuspid isthmus (cti) physician was placing the dilator and wire to go transseptal when resistance was noted. Sheath was removed and hole was noted. The procedure was completed successfully by using alternative device. No patient complications have been reported. The product is expected to be returned.